Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was moved to the other side of her abdomen due to a potential infection at the incision site of her recently implanted pump. It was noted that the patient was very thin and there was "less tissue for closure of incision site." Cultures were taken but the results were not available. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.